Event description:
The patient had a seizure. The patient was in the hcp clinic at the time of the report; her status was reported as 'fair'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.